Manufacturer narrative:
Tatum wo, moore db, stecker mm, et al. "Ventricular asystole during vagus nerve stimulation for epilepsy in humans." Neurology 1999;52:1267-9.

Event description:
It was reported in an article reviewed by MFR that the vns pt experienced bradycardia and asystole events intra-operatively upon initial implantation of the vns device during lead test. The following is the summary of this pts event according to the info in the referenced article. A male with chronic static encephalopathy, prior alcohol abuse, depression, and right hemiparesis had intractable partial epilepsy. During surgery for vns implantation, initial stimulation produced bradycardia on two consecutive occasions. On the third attempt, ventricular asystole occurred for 15-seconds, requiring atropine and brief chest compressions. The procedure was aborted without consequence. Postoperative cardiology eval, echocardiogram, 48-hr holter monitoring, and tilt table testing was performed without evidence of intrinsic heart disease. Attempts to obtain add'l info are underway.